Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the second distal strut, which is in a lifted state. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. A 2.75x12mm promus element drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the tip of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.